Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The failure mode of inability to lower temperature (create ice block) was duplicated. It was determined that the power supply board had malfunctioned and it was replaced. The failure mode of inability to increase/raise the temperature could not be duplicated but the field service engineer performed cleaning of the device as a preventative measure. (B)(4)."

Event description:
"On (B)(6) 2013, the customer at the (B)(6), reported that they were not able to raise the temperature of the water on the hcu 30 base unit 200-240 v (B)(4). The procedure was completed without any patient injury. A maquet sales representative advised the customer to reboot the device. After reboot the water temperature could be raised but could not be lowered. The device was taken out of service and evaluated by field service engineers. This event occured on two more occasions and those are being submitted in separate medwatch reports (8010762-2014-00966, 8010762-2015-00032) (B)(4)."